Manufacturer narrative:
At this time product has not yet been returned and a valid serial number has not been provided. An extended investigation has been performed for the reported complaint and there was no indication that the product did not meet specification. Clinical data was reviewed and confirmed that libre sensors continue to be safe, effective, and perform as intended in the field. Stability data for libre sensors was reviewed and showed no anomalies or non-conformances that could have lead to the complaint. A tripped trend review was conducted for the reported complaint and fs libre sensors, no trends were identified that would indicate any product related issues. If the product is returned, a physical investigation will be performed and a follow-up report submitted. The device manufacturing date is unknown. The date entered is the date abbott diabetes care became aware of the event. All pertinent information available to abbott diabetes care has been submitted.

Event description:
Abbott diabetes care received an incident notification from (B)(6), submitted by a healthcare provider on behalf of an adc freestyle libre 2 user, which contained the following information: customer received readings of 2.8 mmol/l - 3.1 mmol/l on the sensor since (B)(6) 2021, was treated with glucagon repeatedly by his wife, and self treated with "minimal" dose of insulin. Customer was ill for 3 days and experienced nausea and deterioration in general health. Customer was hospitalized with the diagnosis of ketoacidosis and received unspecified treatment. Additional information was received from the customer and customer reported he was discharged from the hospital. There was no report of death or permanent impairment associated with this event.